Event description:
A report was received indicating that the customer experienced issues with a damaged usb port. There was no adverse impact on the customer¿s blood glucose level reported. The customer declined a follow-up with customer technical support and is currently out of warranty but in the process of obtaining a new device.